Event description:
Customer's family member reports testing patient and receiving a reading of 120 mg/dl. Normal dosage of insulin was administered based on this reading. Customer reported not feeling well within the next couple of hours and began experiencing symptoms of hypoglycemia. Customer began shaking, became disoriented and combative. A reading of 89 mg/dl was received at this time and a reading of 84 mg/dl was received 30 minutes later. Family member doubted the accuracy of these readings as they did not match the patient's symptoms. Family member treated pt with glucose tablets, soda and a peanut butter sandwich.